Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was received engaged with the reload. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, the patient's tissue was extremely thick and the health care professional was unable to fire the device. They then closed the jaws, removed it from patient and then the scrub tech could not open the jaws. In an attempt to open the jaws, the scrub tech fired the device on the mayo stand and was still unable to open the jaws. There was no patient injury.